Manufacturer narrative:
H3, h6: the device was intended to use in treatment and was returned for investigation. It was reported that when turning on the cpu, it started flashing an amber light with 2 flashes. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports. We could not confirm if there was a relationship established between the reported event and the device. The device was returned for investigation, but the returned cpu was not packaged well for shipping. The cpu was placed inside a box with no padding under it with some bubble wrap on top. The box arrive very dented and damaged (photos attached) and the chassis/frame of the cpu was bent. Functional evaluation was performed and the cpu was connected to a system and booted up. It did not fully boot and showed an error code (80000000) which indicates that the raid array is degraded. This is a hard drive failure typically due to wear from use over time. The system was rebooted and a pre-boot system assessment was run and passed. Therefore, the issue was most likely due to wear. Since the cpu arrived with physical damage from poor shipping, the full investigation could not be completed in order to confirm if wear or user error caused the original issue. The root cause could not be determined after investigation.

Event description:
It was reported that during setup for a demo, when turning on the cpu, it started flashing an amber light with two flashes followed by 1 flash and repeated that. The demo was cancelled. The investigation found the system showed an error code, 80000000, which indicates that the raid array is degraded. This is a hard drive failure typically due to wear from use over time.